Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical analysis revealed that the outer shaft has been retracted by about 10 mm and the stent has been partially released. The distal end of the stent is blocked between the retractable shaft and the distal stent stopper. Stent imprints in the retractable shaft indicate that the stent was initially crimped at its intended position. The instrument is kinked in the stent area. In the as-returned state the proximal end of the blue safety tab was slightly opened. The release mechanism has been shifted by about 10 mm. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure.

Event description:
An astron self-expanding stent system was chosen for treatment of the right iliac artery. During delivery the stent was partially released. The device and accessories were withdrawn and the intervention was finished with another device.